Event description:
On 02/19/79 the ipp device was implanted. On 02/17/81 and 06/15/82 the cylinders were revised. On 07/11/83 the pump was revised. On 07/22/97 the left cylinder was removed from the patient due to "erosion of the urethra".